Event description:
Boston scientific was notified of an event where a physician was attempting to deploy a coil through a microcatheter, but experienced jamming of the coil. He then attempted to remove the oil; hoiwever, was unsuccessful.